Event description:
It was reported that the tip of the bit broke off in the disc space of the patient. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4). We are unable to determine the definitive cause of the reported event. This product was being used for treatment not diagnosis.

Manufacturer narrative:
Additional information was received on (B)(6) 2013. There was no patient injury. The tip broke off within the disc space during dilation of the dlif procedure. This was visualized and confirmed by intra-op fluoroscopy. The tip was removed within the disc tissue during the discectomy portion of the procedure. A clydesdale implant was successfully implanted. There was no evidence of the tip inside the patient per subsequent fluoroscopy. No specific patient information is available. Device analysis: root cause analysis confirmed the complaint. Based on the root cause analysis, the "most likely" root cause is bending forces or torque forces on the needle during use.